Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing a positive fill estimate that did not match caller¿s expected insulin amount. There was no reported impact to the customer¿s blood glucose level. Customer was educated that any positive value indicated at least that amount of insulin, was informed that insulin on board would be affected by test bolus, and was guided to remove air properly, use room temperature insulin, and fill and load new cartridge; caller declined additional test bolus, agreed to monitor, and planned to follow up if needed.